Event description:
Add'l info rec'd from rptr 11/18/04: the explanted device was discarded in the operating room after the procedure. Reporter had no directive to report the medtronic dorsal stimulator explant to the FDA. No request or order was given by physician to give the explanted device to pt. Medtronic had advised medical center staff that they are not required to return this device to medtronic if it is explnated.

Event description:
Pt had right leg pain which led them to using a cane, then to a walker, and finally to a wheel chair in 2000. Pt went to hosp where a spinal cord stimulator was implanted. This was a dorsal column stimulator. It worked for a while but was taken out 7 months later. An itrel 3 spinal cord stimulator was put in. After two and half years it stopped working and pt developed cramps in stomach, back, legs, vomiting and weakness. After visiting two doctors and investigations carried out it was determined that the axle paddle fractured. The product was removed but pt learned that it was destroyed by the MFR.